Manufacturer narrative:
Section d4: the catalog # and UDI # have been corrected based on the returned product.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels, ketoacidosis and hospitalization. The customer's blood glucose level had reached a value of 28 mmol/l and he had administered 56 units of insulin, but his blood glucose level did not decrease. His wife had changed the cartridge and infusion set, however the patient's blood glucose levels did not drop. Thus, the customer was admitted to the hospital due to ketoacidosis. No information on treatment in hospital was provided. He stayed in the hospital for 12 hours.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.